Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient lost consciousness while driving the car. The last cgm reading the patient remember was 55 mg/dl. According to the patient the alert would have been delayed by 5 minutes. An ambulance was called by a lady that was passing by. The patient regained consciousness in the ambulance. The patient did not remember if, and what type of treatment, was given. The patient recovered and was not brought to the hospital. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.